Manufacturer narrative:
This report is related to previously reported complaint reported on (B)(6) 2014, MFR number 2017865-2014-11416.

Event description:
This report is related to previously reported complaint reported on (B)(6) 2014, MFR number 2017865-2014-11416. New information received noted the lead was explanted and replaced on (B)(6) 2015. No additional information was reported.

Manufacturer narrative:
The reported event of oversensing was confirmed. A complete lead was returned in two pieces for analysis. As received, electrical testing that could be applied did not find any indication of conductor fractures; shorting was noted on one piece of the lead between the inner coil and outer coil. A breach if inner insulation was noted at 15.0 cm to 15.3 cm from the connector pin at the suture sleeve tie impression consistent with suture tie down forces. The cause of the reported event was isolated to the breached inner insulation tie down force region.